Event description:
Adverse event(s): "loss of vision" (vision, loss of); "floaters" (vitreous floaters); "inflammation" (inflammation). Product problem(s): "no information" (no information). A surgeon reported a pt experiencing sudden loss of vision and floaters four days following intraocular lens (iol) implant surgery. The surgeon was evaluating the pt for "possible toxic anterior segment syndrome versus bacterial endophthalmitis." Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/02/2010, 06/04/2010 and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4) (B) (4).